Event description:
It was reported that the patient was implanted a znn cmn nail 13mmx38cm 130 r on the left side on unknown date. In (B)(6) 2014, the patient had an operation to remove the nail due to pain. It was stated that the original fracture healed. "When the surgeon was trying to remove the lag screw (znn cmn lag screw 10.5x115) one of the teeth at the end sheared off. This then resulted in the operation taking a lot longer and being very complicated". Surgery was delayed for 45 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).